Event description:
It was reported that the pt had the acticon device balloon removed and replaced, due to "other" reasons. No pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.